Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) called to report this crt-d and lv lead were explanted and replaced with their devices. No reason was given. A request for additional information has been mailed to the hospital the revision took place at. Should additional information become available, this event will be updated.

Manufacturer narrative:
On (B)(6) 2016 - op notes were provided by (B)(6). This lead had fractured.